Event description:
This spontaneous case report was received from a consumer in the united states on 19-feb-2014. The report refers to the reporting (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and never had the hsg (hysterosalpingogram) confirmation test, experienced heavy bleeding during her cycles, some cycles were irregular, sometimes did not get a cycle, sometimes she had two cycles per month, became pregnant (device ineffective), miscarried at 7 weeks, had gingivitis during pregnancy. Consumer experienced a second pregnancy on essure ongoing at time of reporting, see bayer case number (B)(4). No information was given on consumer history, past drugs and concurrent conditions. In (B)(6) 2007, the consumer had essure (ess205) (fallopian tube occlusion insert), lot number 622308, inserted for permanent birth control. Following placement of essure, consumer had a depo shot. Consumer never had the hsg (hysterosalpingogram) confirmation test. She did not have the three month test due to insurance issues and was given a second depo shot, and was told her tubes should be blocked. Approximately three to four months after insertion in 2007, consumer experienced heavy bleeding during her cycles, some cycles were irregular. She sometimes did not get a cycle, and sometimes she had two cycles per month. The consumer became pregnant in 2007, and miscarried at 7 weeks. Consumer became pregnant again in 2013, and was due in (B)(6) 2014 (see bayer case number (B)(4)). Consumer was scared being pregnant with metal inside of her (date unspecified). She had nickel allergy testing that was negative. She also has experienced sharp stabbing pains in her lower abdomen, a constant metallic taste in her mouth, had gingivitis when pregnant on 2010 (date has to be clarified), and her dental issues have gotten worse with the actual pregnancy (gums are swollen at the bottom), it was hard for her to eat, and her gums hurt. No further details were reported. Follow-up received on 10-mar-2014: all follow-up attempts were done without sucess. Ptc investigation result was received on 16-jun-2014. ~ this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Lack of effectiveness may occur with the use of any product as pregnancy may occur during any contraceptive use. Both of these events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number 622308. No batch signal can be identfiied at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Follow-up received on 26-aug-2015: this case was upgraded to incident. This case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0780). Consumer reported that she got essure in (B)(6) of 2007 at the age of (B)(6) and states that she did not have hysterosalpingogram performed (she could not afford to pay out of pocket). So she was given a 2nd depo shot and told that she should be blocked by 6 months anyway. After about 7 or 8 months, she started having heavier periods including blood clots the size of golf balls that lasted longer. As time went on, they got irregular and she started having pelvic pain and sharp pains in her left side during her cycles. After 2 years, she started having a metallic taste in her mouth, weight gain (that she could not lose no matter what she did), alcohol intolerance and frequent headaches and migraines. After 3 years, she became pregnant and miscarried at 6 weeks (previously reported as 7 weeks). She was told during an ultrasound that her left coil looked lower than it should be but they never discussed having an hysterosalpingogram to check if she was blocked or not. After another 3 years, she became pregnant again; by the time she found out she was already 8 weeks and 4 days along. She had no idea since her periods got so irregular. This time she had a healthy baby girl (second pregnancy case# (B)(4)). In addition, consumer reported that her physician was not concerned about her pain that she described, and brushed it off as normal cramping. She got a 2nd opinion from a new physician and he decided to do diagnostic laparoscopy to see what was causing her pain and heavy bleeding. When he did the surgery, he successfully removed 1 essure coil and, when he went to get the 2nd one out, he found that the left coil was not in her tube at all, but embedded in the cornua of her uterus. Health care professional also informed it was the side that was not blocked and was how she became pregnant. She had to have a hysterectomy 2 months later in (B)(6) 2014 due to her continued pain from the embedded coil. Now, after hysterectomy, consumer feels 100 percent better and found out that the symptoms she was having matched metal toxicity including the alcohol intolerance. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant 3 years after essure insertion and she miscarried at 6 weeks. She also had her left coil looked lower than it should be / left coil was not in her tube but embedded in cornua of her uterus. A hysterectomy was performed. After hysterectomy, consumer feels 100 percent better and found out that the symptoms she was having matched metal toxicity including the alcohol intolerance (suspicious of metal toxicity). Miscarried at 6 weeks and suspicious of metal toxicity were regarded serious due to their medical importance and are unlisted for essure in the reference safety information. The other events are serious due to their medical importance and are listed. Spontaneous abortion is the most common complication of early pregnancy. Up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation will undergo spontaneous abortion. Risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease (polycystic ovary syndrome and thyroid dysfunction, for example) and maternal infections. Based on this and despite the given temporal relationship miscarried at 6 weeks was regarded unlikely related (unrelated) to essure use. With regards to the other events, considering their nature, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was required, this case was upgraded to incident. Additionally, non-serious events were reported. The product technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. An updated product technical analysisis expected.

Manufacturer narrative:
23-dec-2015 - case closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.